Event description:
It was reported that during a total knee arthroplasty, the blade broke at the mount. All broken pieces were removed and there was no pt injury reported.

Manufacturer narrative:
Device not returned for eval. Work order documentation reviewed, and all specifications were met.